Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned with a cover screw attached, but not in original package. The implant was verified to be a hahn tapered implant 5.0 mm x 10 mm (70-1154-imp0015) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Root cause: probable causes of the pain could be the incorrect preparation of the osteotomy site and damaged the existing dentition or nerves. However, it was unknown if customer properly followed the drilling or placement protocol from IFU and surgical manual. Customer also reported slight infection at the implant site, but it was unknown the pain was related to the infection.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted.

Event description:
It was reported that a patient with a hahn tapered implant ø5.0 x 10 mm complained of excruciating pain (post-op-trauma). The patient wanted the implant removed. According to the doctor, there was a slight infection on the implant site. The patient was bone grafted. The implant was placed into tooth # 30 on (B)(6) 2019 and was explanted on (B)(6) 2019. The implant site has type I bone quality. The patient has no dental or medical pre-existing history.